Event description:
The customer reported that their xhibit central station would shut itself down every fifteen minutes. The device was removed from use and sent in for depot repair. There was no patient or user harm associated with this event.

Manufacturer narrative:
The device was evaluated by a equipment service center technician and the reported problem was verified. The technician identified that the failure was due to a faulty fan on the video card. Due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The reported failure was due to a faulty fan on the video card.